Manufacturer narrative:
G4:03 feb 2021. B4:08feb2021. The field service engineer (fse) evaluated the ventilator and the reported phenomenon was confirmed. The fse confirmed the occurrence of the alarm led failure in the error log. The fse replaced the power switch overlay and the issue was resolved. A similar evaluation was performed. The primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
A medical engineer reported that while operation checking was being performed in the medical engineer's room, an "alarm led failed" was displayed. There was no patient involvement.